Manufacturer narrative:
Product ID: 3889-28, lot# va1fpev, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the ins and lead will not be returned because they were discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fpev, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1fpev, ubd: 27-mar-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient came into the healthcare provider¿s office and said they were having increase in symptoms. The healthcare provider ¿had an x-ray done and saw that the device/lead was twisted and pulled back.¿ they were planning to explant the device, but the date had not been set yet. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID 3889-28, lot# va1fpev, implanted: (B)(6)2017, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the lead twisting and pulling back issue was not determined. Explant is scheduled for 2019-02-14. No further patient complications have been reported as a result of this event.